Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date the patient underwent revision surgery to have femoral neck system implant removed due to pain. The patient experienced pain one (1) year after the initial implant surgery. When the implant was removed, the distal locking screw was cold welded to the plate. The femoral neck system (fns) plate then needed to be cut with a diamond tipped drill bit. The surgeon then completed a total hip replacement. It is unknown if there was a surgical delay. The procedure outcome is unknown. Concomitant devices reported: unknown nail head elements: fns antirotation screw (part# unknown, lot# unknown, quantity 1) and unknown nail head elements: fns bolt (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - screws: locking. This is report 2 of 2 for (B)(4). This complaint is related to (B)(4).